Manufacturer narrative:
Date of event: unknown/not provided. The best estimate would be between 10/12/2021 and 12/14/2021. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not available.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left (os) eye due to halos and glare. A non-johnson and johnson lens was placed as the replacement iol. No additional surgical intervention was required. The extracted lens was destroyed after the procedure was completed. No further information is available.